Event description:
The patient was undergoing a lead extraction due to high threshold and noise along with an ICD generator replacement and upgrade to a biventricular ICD. Upon interrogation, he was found to have an inappropriate shock. His generator is near eri and upon further investigation, it was noted his right ventricular (rv) lead is on recall.